Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s implantable neurostimulator (ins) was overdischarged because it had been years since the patient last recharged. The rep was unable to communicate with the ins via the clinician programmer due to the overdischarged state. In result, the ins was replaced. The physician suspected that the ins flipped in the pocket, but at the time of the replacement, it was discovered that the ins was not flipped. The event was resolved at the time of the report, the patient was alive with no injury and there were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) has not yet begun. A follow up repot will be submitted following analysis completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.